Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "tryptose levels have always been elevated, almost like an allergic reaction to something, gi issues, random rashes and multiple urgent care visits due to delayed anaphylactic episodes." The event of allergic reaction/hypersensitivity is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side "almost like an allergic reaction to something, random rashes and multiple urgent care visits due to delayed anaphylactic episodes." Additionally patient reported "tryptose levels have always been elevated, and gi issues which are not device related per medical review. Device remains implanted.